Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures error after performing self test. The customer¿s blood glucose was 244 mg/dl at the time of incident. The customer was previously able to clear the alarm and able to rewind the insulin pump. The insulin pump will be returned for analysis.